Event description:
It was reported by service report that no tag, bed is in broken bed area. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Footboard module.